Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that left lower extremity ischemia occurred with a possible relationship to the impella cp used on this patient.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial is for the impella cp with smart assist system in sections: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- b5 mso review d4-updated model number

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of device with outcome.